Event description:
It was reported that the radio frequency (rf) head for the programmer was unable to be changed out and there were telemetry issues as well. It was further noted that the handle on the programmer was also broken. The device was to be sent in for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer handle was damaged, the power cord was missing, the personal computer memory card international association (pcmcia) card slot was damaged and the system fan was noisy. (B)(4): analysis confirmed the reported event, the radiofrequency (rf) head did not pass telemetry testing due to the cable being out of electrical specification.